Event description:
Event description guidant received information that this implantable transvenous defibrillation lead was abandoned surgically when inappropriate shock therapy was delivered and noise was observed on the rate/sense electrograms.